Event description:
It was reported that this critically ill pt was actively bleeding from varices prior to the onset of a banding procedure using the superview multiple band ligator (model & lot unknown). The physician provided first line of treatment with injection sclerotherapy for profuse active bleeding at the esophageal varices level. To gain hemostasis, the second line of treatment was to peform band ligation. The first, second and third bands were deployed, and fired successfully onto varices, but bleeding continued. The physician did not indicate there was a malfunction of the device. The physician ultimately placed a sengstaken blakemore tube to decrease the portal hypertension. The pt expired during this hospitalization, date and time not available. According to the info provided by the physician and made available to qa, the pt expired from underlying medical condition. The complaint device was destroyed by the user facility. Malfunction of the device was not reported.